Event description:
Elegance clinical trial. It was reported that in-stent restenosis occurred. The subject underwent treatment with the 6.0mm x 100mm eluvia drug eluting stent on (B)(6) 2019 as a part of the elegance clinical trial. Target lesion was located in the right proximal superficial femoral artery (sfa) with 96% stenosis and was 60mm long with a proximal reference vessel diameter of 5mm and was classified as tasc ii a lesion. Target lesion was pre-dilated and treated with placement of a 6.0mm x 100mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet medication. On (B)(6) 2022, 1094 days post-index procedure, the subject presented for a scheduled 36-month follow up visit with symptoms of pain in both the limbs and slight walking difficulty deemed related to in-stent restenosis. Upon arrival, rutherford classification was 2 (moderate claudication) and abi was 0.77 on the right, and a duplex ultrasound was performed. At the time of reporting, the event was considered ongoing and percutaneous transluminal angioplasty (pta) was recommended for a future date.

Manufacturer narrative:
Initial reporter facility name - (B)(6).

Event description:
Eminent clinical trial. It was reported that in-stent restenosis occurred. The subject underwent treatment with the 6.0mm x 100mm eluvia drug eluting stent on (B)(6)2019 as a part of the eminent clinical trial. Target lesion was located in the right proximal superficial femoral artery (sfa) with 96% stenosis and was 60mm long with a proximal reference vessel diameter of 5mm and was classified as tasc ii a lesion. Target lesion was pre-dilated and treated with placement of a 6.0mm x 100mm study stent. Following post dilation, residual stenosis was 0%. On 22-mar-2019, the subject was discharged with antiplatelet medication. On (B)(6) 2022, 1094 days post-index procedure, the subject presented for a scheduled 36-month follow up visit with symptoms of pain in both the limbs and slight walking difficulty deemed related to in-stent restenosis. Upon arrival, rutherford classification was 2 (moderate claudication) and abi was 0.77 on the right, and a duplex ultrasound was performed. At the time of reporting, the event was considered ongoing and percutaneous transluminal angioplasty (pta) was recommended for a future date.

Manufacturer narrative:
Correction to field b5: describe event or problem. E1: initial reporter facility name - (B)(6).

Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
Eminent clinical trial. It was reported that in-stent restenosis occurred. The subject underwent treatment with the 6.0mm x 100mm eluvia drug eluting stent on (B)(6)2019 as a part of the eminent clinical trial. Target lesion was located in the right proximal superficial femoral artery (sfa) with 96% stenosis and was 60mm long with a proximal reference vessel diameter of 5mm and was classified as tasc ii a lesion. Target lesion was pre-dilated and treated with placement of a 6.0mm x 100mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet medication. On (B)(6) 2022, 1094 days post-index procedure, the subject presented for a scheduled 36-month follow up visit with symptoms of pain in both the limbs and slight walking difficulty deemed related to in-stent restenosis. Upon arrival, rutherford classification was 2 (moderate claudication) and abi was 0.77 on the right, and a duplex ultrasound was performed. At the time of reporting, the event was considered ongoing and percutaneous transluminal angioplasty (pta) was recommended for a future date. On (B)(6) 2022, the event was considered resolved.